Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted into the patient's right eye; however, it was removed during the same procedure as the haptic was bent/broken. Another competitor lens was used as the replacement iol. The original lens was discarded. No further information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.